Event description:
Reporter noted very little reflux with pedal, then no reflux, and infusion stopped. The chamber collapsed and could not be maintained. An extra-capsular cataract extract was performed with no pt complication.